Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure in order to treat pelvic organ prolapse, cystocele and enterocel and mesh was implanted. It was reported that the patient had concurrent procedures of anterior colporrhaphy with dermal allograft placement, and sacrocolpopexy during mesh implantation. It was reported that post implantation, the patient experienced pain, erosion, infection, extrusion, urinary/bowel problems, and depression. It was also reported that patient underwent partial removal and revision on (B)(6) 2010. (B)(4).

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2009 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that following insertion the patient experienced urge urinary incontinence, overactive bladder, and urinary frequency.(B)(4).

Manufacturer narrative:
It was reported that following insertion, the patient experienced urgency, and urinary retention.